Event description:
Per customer, the patient stated that the catheters are bending too easily and preventing urine from flowing properly. There was no harm reported. Additional information was received from the customer and stated that the patient is bedridden and the catheter was fixed to a position.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot l24f2557s was reviewed and no anomalies related to the reported issue were observed. A picture was provided for evaluation, and the reported condition was observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
Section d4: expiration date and unique identifier (UDI) # added.